Event description:
The reporter indicated ventricular lead impedance of 160 ohms during pacer replacement. An insulation break was observed in one area. The lead was repaired and impedance increased to 480 ohms. The lead remains implanted.